Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that subcutaneous leakage was found near the venipuncture site. The port system was removed and a crack was found on the catheter. There was no reported patient injury.

Manufacturer narrative:
A manufacturing review was performed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. As received, one x-port isp m.r.I. Plastic port with 8 fr s/l groshong catheter. During evaluation, a partial circumferential c-shaped crack was noted on the catheter between the 11cm and 12cm depth markers. A microscopic observation revealed that the edges appeared rounded with a surface that appeared to be smooth. Based on these findings, the investigation is unconfirmed for the reported fluid leak and confirmed for flexural fatigue. The root cause of the reported issue is flexural fatigue during use, as this would manifest as a leak. While flexural fatigue is typically related to clinical conditions, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural factors contributed to the identified flexural fatigue. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (B)(4).

Event description:
It was reported that subcutaneous leakage was found near the venipuncture site. The port system was removed and a crack was found on the catheter. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: as received, one x-port isp m.r.I. Plastic port with 8 fr s/l groshong catheter. During evaluation, a partial circumferential c-shaped crack was noted on the catheter between the 11cm and 12cm depth markers. A microscopic observation revealed that the edges appeared rounded with a surface that appeared to be smooth. Based on these findings, the investigation is unconfirmed for the reported fluid leak and confirmed for flexural fatigue. The root cause of the reported issue is flexural fatigue during use, as this would manifest as a leak. While flexural fatigue is typically related to clinical conditions, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural factors contributed to the identified flexural fatigue. Labeling review:the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that the port implanted via the right internal jugular vein allegedly leaked subcutaneously near the venipuncture site. Reportedly, the port system was removed, and a crack was identified on the catheter. There was no reported patient injury.